Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge field safety engineer that cardiosave intra-aortic balloon pump (iabp) had screen time out error. No patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6(medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched at the site to evaluate the unit, customer feedback that they encountered unit's monitor black out during the battery maintenance tests. The unit was replaced with assy, top level display, rohs on 25/7 by fse, and, its functional tests as normal, unit was released as clinical use on the same day.

Event description:
It was reported by getinge field safety engineer that cardiosave intra-aortic balloon pump (iabp) had screen time out error and encountered unit's monitor black out during the battery maintenance tests. No patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g2, g3, g6, h11.